Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check found the cartridge was damaged. Customer changed the cartridge to resolve the issue. Customer's blood glucose was within range (value not provided).